Event description:
Patient presented with high lead impedance in clinic and the patient was referred for surgery. The patient was then seen for a surgical consult and their device was checked and the impedance was within normal limits therefore the surgery was deferred. A review of device history records for the generator showed that no unresolved non-conformances were found. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician's manual, high lead impedance (= 5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. No other relevant information has been received to date.

Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018 via physician notification letter.

Event description:
Additional information received noting that the patient underwent a battery replacement. The explanted generator has not been received by product analysis to date.